Event description:
On (B)(6), 2023, nakanishi received a phone call from a dental office about an nsk handpiece overheating. The details nakanishi obtained are as follows: - the event occurred on (B)(6), 2023. - the dentist was removing a prosthesis and preparing a tooth of a patient using the ti85l handpiece (serial no. (B)(6)). - the patient was under anesthesia. - during the procedure, the handpiece overheated, and the patient received a burn injury to their tongue and buccal mucosa. - the dentist applied an oral ointment to the burn injury. - according to the dentist, there was no abnormalities observed in the device prior to use.

Manufacturer narrative:
The dentist refused to provide information about the patient's weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi could not examine the device history record and the repair history for the subject ti85l device [(B)(6)] because nakanishi had discarded the DHR and repair history records for the device that had exceeded 15-year document retention period in accordance with the nakanishi's regulation. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at (B)(4), which is the maximum rpm for the motor that drives the handpiece ((B)(4) for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at (B)(4) (motor revolution (B)(4)). Nakanishi observed an abnormal temperature rise at test points (1) and (2) 20 seconds into the test. Temperature measurements about 20 seconds after the start of the test were as follows: - test point (1): 52.8 degrees c. - test point (2): 68.0 degrees c. - test point (3): 30.6 degrees c. - test point (4): 31.5 degrees c. The increase in temperature was so sudden that the test was concluded about 20 seconds into the planned 5-mimute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: - the bearing retainer in the ball bearing on the front side of the cartridge was broken. - the internal gears, dog clutch, and headcap were soiled and discolored. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi determined that the cause of the handpiece overheating was frictional resistance generated by contact between the ball bearing retainer and the outer and inner races, and bearing balls, which was caused by the broken ball bearing retainer. B) nakanishi also considers the possibility from many years of experience, that the cause of the broken bearing retainer was the ingress of undesirable materials into the bearing, which interfered with rotation. C) a lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. D) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.